Manufacturer narrative:
This report is submitted on august 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement and reprogramming attempts were made and two electrodes were identified as short circuited. The device was explanted on (B)(6) 2018 and the patient was not reimplanted with a new device.

Manufacturer narrative:
This report is filed on october 11, 2018. (B)(4).